Manufacturer narrative:
The zoll catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The quattro catheter was inserted into the patient's left femoral vein followed by placement of the left femoral arterial line. After the quattro catheter connection to the thermogard console, the user observed blood in the orange luer. The quattro catheter with the issue was replaced and the new catheter was placed in the right femoral vein to continue the therapy. No patient consequence was reported.